Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were observed due to post-paced t-wave oversensing during a follow-up in clinic. Programming changes were recommended. No further information is available.